Event description:
Device 1 of 2 .reference MFR. Report#: 1627487-2019-02146. It was reported that the patient was not receiving adequate therapy, due to lead fracture. As a result, the patient's leads were explanted and replaced with the addition of a new lead. Therapy was restored post-op.